Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned device noted one mahurkar catheter kit. The returned catheter had no visual abnormalities. The guidewire was inserted into the arterial luer adapter and could not be advanced past the y-hub. The catheter was cut open and the arterial section of the y-hub was almost completely obstructed. It was reported that the device was occluded and there was superficial damage to the device. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before treatment, when checking the flow using normal saline from the port, and it was not clearly pass on from the catheter and it was found that the red port was blocked. There was no dimension issue in the catheter. Visible external damage was noted. Nothing unusual was observed on the device prior to use. There was no leak and no luer adapter issue. Besides the reported issue, there were no other visible defects/damages found on the product. The cleaning agent used on all devices was normal saline for flushing the catheter. Tego was not utilized. The catheter was not repaired .no other products being utilized with the reported devices. Excessive force was not used on the reported device. The insertion site was not treated with prior to product placement. The packaging was not damaged. The product was replaced with another catheter as a remedial action. The treatment was completed after resolving the issue. There was no reported patient injury.